Event description:
The reporter contacted animas on (B)(6)m 2013 reporting that the insulin on board (iob) is not always showing on the bolus menu. There is no additional information at the time of this report. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2016 with the following findings: the black box starts on (B)(6) 2015. The black box data/histories for the event have been overwritten due to continued use of the pump. No meter was returned with the pump. The pump returned with the iob enabled; duration 4.0hrs. A 10u audio bolus and a 10u normal bolus were manually performed and accurately recorded in the bolus history. The iob status screen correctly reflected the 20u. An ezcarb bolus was performed with bg within, below target and above target; the iob was accurately included in the bolus calculations. Unable to duplicate the complaint, pump information for complaint is overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.